Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon could not be inflated correctly. The urinary retention balloon of the bardia 3-way catheter, 30cc balloon, could only insufflate 15 cc, when the total capacity of the balloon was 30 cc. This validation was done before inserting the probe into the patient. Before placing the probe on the patient, it was verified that water located in the retention balloon could not enter or exit correctly. As per follow-up information received from ibc on (B)(6) 2022, it was stated that the customer reported about the difficult to inflate and asymmetrical balloon was related to "under-volume" acquired as concomitant.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon could not be inflated correctly. The urinary retention balloon of the bardia 3-way catheter, 30cc balloon, could only insufflate 15 cc, when the total capacity of the balloon was 30 cc. This validation was done before inserting the probe into the patient. Before placing the probe on the patient, it was verified that water located in the retention balloon could not enter or exit correctly. As per follow-up information received from ibc on on 16dec2022, it was stated that the customer reported about the difficult to inflate and asymmetrical balloon was related to "under-volume" acquired as concomitant.